Event description:
In the literature article, "percutaneous closure of the patent foramen ovale using the helex septal occluder: acute and long-term results in 405 pts", it was reported the physician implanted a gore helex septal occluder to close a patent foramen ovale. "The helex occluder had embolized into the aortic bifurcation. This was discovered during routine echocardiography one day after the intervention. The occluder was captured and another helex occluder was implanted using the same procedure. The pt was released the following day without further sequelae."

Manufacturer narrative:
This reportable event came from the article: heinisch c, et.al. Percutaneous closure of the patent foramen ovale using the helex septal occluder: acute and long-term results in 405 pts. Eurointervention 2012;8:717-723. Several attempts were made to gather the required missing info.